Manufacturer narrative:
Additional device product codes: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2020, during a complex femoral nailing of a (B)(6) patient with duchenne muscular dystrophy, the patient experienced loss of reduction of the femur during reaming. When the surgeon withdrew the ria 2 from the femur it was noticed that the reamer head had been left in the femur. Once the head was retrieved, metal fragments were noted in the medullary canal. The reamer head was inspected, and it was noticed that the retaining tangs were missing from the head. An one (1) hour surgical delay was reported. Concomitant devices reported: synream reaming rod ø2.5 short l950 (part number 352.032s, lot unknown, quantity 1), ria 2 reaming kit l520 (part number 03.404.001s, lot unknown, quantity 1). This report involves one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.404.016s, synthes lot: 37p6516, supplier lot: na, release to warehouse date: january 25, 2020, manufactured by jabil monument, expiration date: january 01, 2030, no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The narrative could not be confirmed based on the received picture. It is not possible to identify that the part is broken due to all the blood is attached of the reamer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.